Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned cut into two pieces. Electrical testing did not identify any conductor fractures; however, shorts were detected between conductor paths due to procedural damage. Visual and x-ray examinations did not identify any anomalies, with the exception of procedural damage.